Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had went to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include diarrhea and severe nausea. The patient was treated with an IV (intravenous) , blood work and then gave her insulin, and then also tested her urine. The patient was released the same day. The pod changed before going into the ER. It was also reported that the pod is losing communication.